Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2024, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the lead got migrated, lead moved or wire moved. The patient experienced loss of stimulation and loss of therapy as a result of the issues related to the migration. The issue was still ongoing.